Event description:
It was reported that twenty minutes into a bariatric laparoscopy case, the anesthesiologist noticed the patient's co2 levels were at 100. The insufflation was taken out and the surgery was terminated. Further, the patient became stable and the doctor finished the procedure. The patient was taken to recovery. The surgery has to be rescheduled.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.